Event description:
A malfunction alarm identified as "malf 12" was reported, but it did not adversely impact the customer's blood glucose level. The customer had not reset the pump for this malfunction in the past 24 hours, and technical support provided the necessary information for resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump while being instructed to call back if any issues arose again.